Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis as manifested by abdominal pain and turbid peritoneal effluent. On an unreported date, the patient was hospitalized for the peritonitis and began remedial therapy with unspecified antibiotics. Action taken with dianeal therapy was not reported. At the time of this report, the patient had not improved and remained hospitalized. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.